Manufacturer narrative:
This report is part of a retrospective review and remediation. Device communicated and synced properly during rf association. No rf communication anomalies noted.

Event description:
Medtronic received information that no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.